Event description:
The end-user sent an email to (B)(4) brands with ten pictures attached of a burn area, which appeared to have been taken throughout various stages of healing. She was using the hot pack after breast reduction surgery, but was using it before her right arm for pain associated with her job. She states she put the device in the microwave. She initially said she had it in the microwave for 1 minute, then next time it was brought up, she said she had it in the microwave for the least amount of time stated in the instructions. She stated she had pain from work below her right arm. She was wearing her pajamas and placed the hot pack on top of her pajamas and laid it on the muscle of her arm for approximately 3 minutes or until it got cool. She did not notice any pain during treatment. It was only after she removed the hot pack, she said the area under her breast felt "sweaty." At the time, she looked and noticed the burn and stated her skin was falling off. She went to her regular doctor for treatment, who sent her to a wound specialist for care, which she went to from (B)(6) 2017, once per week. The doctor diagnosed her with third degree burns. Once per week, he scraped the wound, applied a pad with an ointment on it and had her return the following week.